Event description:
Anticipated incident - required intervention this is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent birth control. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure plaintiff began suffering from symptoms of depression. The plaintiff also began suffering weight fluctuations and pain during intercourse. Since undergoing the essure procedure plaintiff has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. After being implanted with essure plaintiff also developed an allergy to nickel. In fact, plaintiffs essure-related pain became so severe that plaintiff was eventually prescribed tramadol as treatment. Company causality comment: this non-medically confirmed spontaneous report is under litigation. It refers to a female consumer who had essure (ess305) (fallopian tube occlusion insert) inserted for sterilization and had abdominal pain shortly after essure insertion. It was so severe that she was prescribed tramadol as treatment. Abdominal pain is listed in the reference safety information for essure. Considering that essure may cause abdominal pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident due to required intervention. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, cholecystitis, hernia repair, hernia, multiparous, parity 4 (on (B)(6) she delivered a male baby, on (B)(6) she delivered a male baby, on (B)(6) she delivered a female baby on (B)(6) she delivered a male baby), non-tobacco user, abstains from alcohol, menarche and non-specific vaginitis. Her periods were regular, occur every 28-30 days, and last for 5-6 days before essure. Family history included heart disease, unspecified (father). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/back pain/(lower back pain"), dyspareunia ("pain during intercourse"), pelvic pain ("pelvic pain/(sharp left side of pelvis)"), adnexa uteri pain ("ovaries hurt from time to time/ sharp pain in ovaries / left ovary pain") and headache ("throbbing headaches"). In 2016, the patient experienced depression ("symptoms of depression/depression") and migraine ("severe migraines/migraines"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuations"), allergy to metals ("allergy to nickel / hypersensitivity reaction to nickel") with pruritus, rash and skin burning sensation and treatment noncompliance ("she did not use any birth control or contraception at any time following her essure placement procedure"). The patient was treated with tramadol, acetylsalicylic acid (aspirin) and ibuprofen. Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, depression, weight fluctuation, dyspareunia, migraine, allergy to metals and treatment noncompliance outcome was unknown and the back pain, pelvic pain, adnexa uteri pain and headache had not resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter commented: both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 5. She tolerated the procedure well, stating she had only mild cramps at most. According to the legal claim, she received tramadol due to abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, back pain. Most recent follow-up information incorporated above includes: on 16-nov-2017: follow up from pfs and mr-consumer´s date of birth. Medical history added. Events added from pfs: pelvic pain/sharp left side of pelvis, ovaries hurt from time to time/ sharp pain in ovaries, throbbing headaches, she did not use any birth control or contraception at any time following her essure placement procedure. Lot number provided. She denied essure removal. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 06-sep-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous report is under litigation. It refers to a female consumer who had essure (ess305) (fallopian tube occlusion insert) inserted for sterilization and had abdominal pain shortly after essure insertion. It was so severe that she was prescribed tramadol as treatment. Abdominal pain is listed in the reference safety information for essure. Considering that essure may cause abdominal pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident due to required intervention. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (batch no: a57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, cholecystitis, hernia repair, hernia, multiparous, parity 4 (on (B)(6) 2004 she delivered a male baby on (B)(6) 2005 she delivered a male baby on (B)(6) 2008 she delivered a female baby on (B)(6) 2011 she delivered a male baby), non-tobacco user, abstains from alcohol, menarche and non-specific vaginitis. Her periods were regular, occur every 28-30 days, and last for 5-6 days before essure. Family history included heart disease, unspecified (father). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/back pain/(lower back pain"), dyspareunia ("pain during intercourse"), pelvic pain ("pelvic pain/(sharp left side of pelvis)"), adnexa uteri pain ("ovaries hurt from time to time/ sharp pain in ovaries / left ovary pain") and headache ("throbbing headaches"). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced depression ("symptoms of depression/depression") and migraine ("severe migraines/migraines"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuations"), allergy to metals ("allergy to nickel / hypersensitivity reaction to nickel") with pruritus generalised, rash and skin burning sensation and treatment noncompliance ("she did not use any birth control or contraception at any time following her essure placement procedure"). The patient was treated with tramadol, acetylsalicylic acid (aspirin) and ibuprofen. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, depression, weight fluctuation, dyspareunia, migraine, allergy to metals and treatment noncompliance outcome was unknown and the back pain, pelvic pain, adnexa uteri pain and headache had not resolved. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter commented: both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 5. She tolerated the procedure well, stating she had only mild cramps at most. According to the legal claim, she received tramadol due to abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Pregnancy test urine: on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs